Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer indicating that she is not getting any kind of vision with her lens, near, intermediate or distance. She is very upset as she works at the computer all day and has difficulty seeing what she is doing. Her surgeon keeps telling her it is due to adaptation but the lens has been implanted since (B)(6) of 2016.

Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the cartridge use. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on 08/11/2017. (B)(4)

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she is disappointed and her vision is worse than when she had cataracts. She reported not being able to read. She still has to wear glasses and prisms were put in her glasses for reading. Her surgeon told her that it is due to adaptation. Additional information was provided by her surgeon indicating that the event will resolve without treatment. The lens is in the capsular bag and no posterior opacification is observed.